Event description:
The manufacturer received information alleging a ventilator had low oxygen readings. There was no harm or injury reported. The device was returned to a third-party service center for evaluation, and the customer's complaint was confirmed. The device's oxygen blending module harness and oxygen blending module subassembly need replaced to address the issue.